Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device was pre tested okay but one hour later, the cuff was defective. A hole was fund in the cuff. It has been necessary to re-intubate the patient.